Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. During troubleshooting with tandem technical support, the customer reload the cartridge and was able to receive an accurate fill estimate. There was no impact to the customer's blood glucose level.